Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify hardware low-level failures, generated if minute event is not received from motor processor or the software watchdog task is not running properly and software error detected alarm due to blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was unable to rewind the pump. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.